Manufacturer narrative:
Two units were received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. No issues were noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) capd disconnect y sets would not connect tightly to the transfer set. The connection would tighten and loosen. This event occurred during set-up with patient involvement. The registered nurse stated there had been no visible abnormalities to the products or their packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.